Event description:
It was reported that the patient experienced an infection at the sacral hiatus and tailbone. The physician believed the infection was procedure related and administered antibiotics to the patient. The infection resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 374688.

Event description:
It was reported that the patient experienced an infection at the sacral hiatus and tailbone. The physician believed the infection was procedure related and administered antibiotics to the patient. The infection resolved. Additional information was received that the symptom of infection was that the lead incision at the sacral hiatus failed to heal since the implant procedure. The patient underwent a procedure to explant the lead and implantable pulse generator, ipg, due to infection. The explanted devices were collected by the hospital staff and sent to pathology for analysis. The patient's previous culture results were negative.